Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe needle broke off in the consumer's stomach during use. The consumer went to the doctor and had two x-rays done, but the broken needle was not found. The doctor advised not to cut into the site. The following information was provided by the initial reporter: "customer stated the needle broke off in her stomach, relion syringe." "Consumer informed they visited the hospital for 2 xrays. Both did not show a needle in site. Doctor advised to leave the site alone and did not cut into site. Consumer stated the site is currently getting raised. Caller denied reuse of needle."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the relion® insulin syringe needle broke off in the consumer's stomach during use. The consumer went to the doctor and had two x-rays done, but the broken needle was not found. The doctor advised not to cut into the site. The following information was provided by the initial reporter: "customer stated the needle broke off in her stomach, relion syringe". "Consumer informed they visited the hospital for 2 xrays. Both did not show a needle in site. Doctor advised to leave the site alone and did not cut into site. Consumer stated the site is currently getting raised. Caller denied reuse of needle".